Manufacturer narrative:
Distributor does not return parts due to custom costs. Power supply.

Event description:
The international customer reported the ventilator would restart when ac power was applied. The unit was in use on a patient, and the customer reported there was no patient harm. The distributor replaced the power supply to correct the findings. If a loss of ac power occurs during use and the ventilator shuts down, an audible power fail alarm will activate.